Manufacturer narrative:
Follow up information received on 07-jan-2016: no further information could be obtained. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain all those years. A hysterectomy was performed and had essure removed. This event was considered serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of the event and that pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1219, awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer mentioned that she had essure for 7 years and the adverse reaction started immediately upon essure insertion and the doctors knew it. She reported pain all those years with too many symptoms to list. She mentioned a hysterectomy in 2015, and had essure removed but her issues continue to this day. Product technical complaint analysis received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain all those years. A hysterectomy was performed and had essure removed. This event was considered serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of the event and that pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information is being sought.